Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the failure condition was verified to the battery interconnect board. Physical inspection found contamination on the battery pin, causing it to be stuck in the down position. The battery interconnect board was replaced to remedy. Further evaluation of the battery interconnect confirmed failure was due to contamination. No emerging trend based on similar reports

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.